Manufacturer narrative:
The device was not returned to olympus for evaluation. The current status of the device is unknown. The user facility reported that the patient has healed completely. This report will be updated if additional and significant information becomes available later.

Event description:
Olympus received a voluntary medwatch report number mw5068473 from the user facility, which stated that during a hysterectomy procedure the jaws of the thunderbeat handpiece broke off. The broken piece did not fell into the abdomen, but the location of the broken piece is unknown. While looking through the abdomen a small perforation was noted in the sigmoid colon; the procedure was then discontinued. A general surgeon was consulted and repaired the defect (perforation). The patient was transferred to recovery room and additional antibiotics were provided to the patient post surgery. Olympus contacted the user facility to obtain additional information regarding the reported event and was informed that an x-ray of the surgical trash was performed and the broken probe was found in the pouch of the under buttocks drape. The colon was sutured. Olympus was further informed by the user facility that the instrument fired off on its own without pushing the button, and then the jaw broke off, and allegedly suspected the device to be the cause of the patient outcome.